Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting high pacing impedance measurements greater than 2,000 ohms. There was no evidence of noise on the rv lead. The presenting electrogram (egm) indicated intrinsic atrial sensing with ventricular pacing markers. The morphology on the shock channel indicated appropriate capture.

Manufacturer narrative:
The local area sales representative planned to follow-up with the clinic. No adverse patient effects were reported. No additional information is available at this time. If additional information becomes available this report will be updated.

Manufacturer narrative:
Additional information received from the local area sales representative indicates there has not been any additional troubleshooting performed. There has also been no changes in pacing thresholds or intrinsic sensing measurements. The issue was discussed with the physician and no further action plans to be taken. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.